Event description:
The hospital reported that, during an endoscopic a vein harvesting procedure and while the bipolar scissors were inside the patient's leg, the machine connected to the bipolar scissors flashed an error code. Harvester stated the pre-test was successful. Harvester tried using a new cord and tried again with the same scissors, and the error message flashed again. Harvester opened a new kit and replaced the bipolar scissors and surgery was completed. Harvester reported that the new bipolar scissors worked successfully with both the old and the new cord. Harvester also reported that the patient's leg bled more than normally would have been necessary had the scissors worked accordingly. A flow seal was used to control the bleeding. No further action was necessary. The troubleshooting during the surgery caused delay, due to the time taken to test the cord and replace the scissors. Procedure was completed with a new cord and new bipolar scissors. The old cord worked successfully when tested with the new bipolar scissors. Product will be returned.

Manufacturer narrative:
The device was returned to cardiac surgery in 2010 for investigation. A supplemental report will be submitted when the investigation is completed.